Event description:
Hk rep called because an office has two dentists has one dentist having bonding issues. She said that one dentist has used ibse for years and has never had an issue. He said that the newer dentist started using it recently and her fillings are falling out. The assistants think it's user error by the dentist but no one can tell the dentist this. She is bad mouthing the product at the other offices she works at. She asked that she be called on monday. She said to talk to a specific assistant as she is the one that told her about the situation and believe the dentist is not using it right. Spoke to the assistant and left message for the dentist twice. One the second call she said she gave the message to call back concerning ibse to the dentist last week. The dentist told her that she did not need to talk to us about it and had no intention of calling back. Requested the hk rep return to the office to see if she could get the bottle for eval. No treatment or pt details were given by the office. Ref MFR 9610902-2013-00107.